Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the indicator window on a 5f exoseal vascular closure device (vcd) turned black, the plug deployment button could not be pressed at all. After unsuccessful attempts, the device was completely withdrawn, and 10 minutes of manual compression was used instead. There were no reported injuries to the patient. The device was being used for closure after a cerebral angiography. The device was stored and prepared according to the instructions for use (IFU), the procedure used a retrograde approach, the physician was certified in the use of exoseal vascular closure device (vcd), and no visible device or package damage was noted prior to use. One exoseal device was used with a 5f non-cordis sheath. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. No red color was seen in the indicator window during retraction. The device will be returned for evaluation.